Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the post procedural circumstances. The reported patient effects of stenosis, infection and pain are listed in the supera peripheral stent system instructions for use as potential adverse effects of peripheral percutaneous intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: health effect - clinical code 1971 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2023.

Event description:
It was reported that on (B)(6) 2022, a 5.5x80mm supera stent was implanted in the popliteal artery. In (B)(6) 2023 the patient experienced pain, noted to have an infection and necrosis. Angiography confirmed restenosis and on (B)(6) 2023 an amputation had to be performed for treatment. There was no clinically significant delay reported. No additional information was provided.